Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec-3890lk is available in the USA with a 510k number k131855. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective lens fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the objective lens. In addition, our technician confirmed that the ccd module with drive pcb cloudy (not clear view), the objective lens cloudy (not clear view), the light guide cable buckled, the suction channel buckled, the operation channel (primary) leak, the bending rubber leak, the insertion flexible tube bump, and the ccd module with drive pcb shadow in image; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).